Event description:
No new information.

Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results: -product evaluation and results: the field service engineer reported: troubleshooting notes: mps replaced all the instruments and the mics. Surgeon had to cement the implant; no augment was used. Work performed: observation, attempted reproduction of knee software verification issues on both sides of the robot and could not with fse supplied mics and arrays. Action taken, replaced camera as a precaution as the mount was unstable. Advised mps to replace all arrays and mics and to begin tracking verification issues per lot number. Performed pm as a precaution as well. System passed all testing per service manual. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that robot was inspected with no reported discrepancies. -complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The following was reported: "mps reported that the robot is not passing rio verification, after troubleshooting, it passed but cuts were inaccurate. Mps replaced all the instruments and the mics. Distal cut was deep by 4 mm. Surgeon had to cement the implant."